Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one electronic photo was reviewed. The photo shows an entire x-port with attached groshong catheter. The cathlock is overlaid on the catheter, but it is not fully advanced onto the port stem. There appears to be an aggregate of material on the catheter surface approximately midway between the proximal and distal ends. However, the resolution of the photo prohibits a more detailed observation of the material. No catheter damage or leaking from the device is visible in the photo, as the photo resolution prohibits a more detailed visual evaluation of the device in the photo. The photo review is inconclusive for leaking from device. One x-port isp with attached groshong catheter and cathlock was returned for evaluation. A photo was also provided and reviewed. Functional, gross visual and microscopic visual evaluations were performed. The investigation is unconfirmed for leaking from device. Although a leak was noted from a partial circumferentially aligned split identified approximately 1.4 cm distal from the distal end of the cathlock, the edges of the split appeared to sharp and the surfaces of the split appeared to be smooth with striations. The aggregate of residue at 15 cm depth marker was removed and no anomalies were noted underneath. The definitive root cause could not be determined based upon available information, as the reported device leak could not be reproduced during sample evaluation. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: g4 h11: h3, h6(results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately four months and fifteen days post port device implant via right internal jugular vein, the patient allegedly experienced chest pain during chemotherapy. Therefore, a computer tomography examination was performed confirming a subcutaneous leak. It was confirmed that during port device removal procedure, the catheter was damaged near the port body connection and upon removal no leakage was identified during catheter flush. Reportedly, another device was placed. The patient was reported as stable.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation and a photo has been provided for review. The investigation of the reported event is currently underway. (Expiration date: 02/2024).

Event description:
It was reported that approximately four months and fifteen days post port device implant via right internal jugular vein, the patient allegedly experienced chest pain during chemotherapy. Therefore, a computer tomography examination was performed confirming a subcutaneous leak. It was confirmed that during port device removal procedure, the catheter was damaged near the port body connection and upon removal no leakage was identified during catheter flush. Reportedly, another device was placed. The patient was reported as stable.